Event description:
A hospital reported via a distributor that the electrical adapter of an rt100 adult dual-heated breathing circuit could not be inserted into the inspiratory tube of the breathing circuit as the pin for the heater wire was bent. The fault was detected upon equipment set-up, prior to patient use. No patient consequence was reported.

Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare by a distributor in other country. The product is not sold in the USA, but it is similar to a product which is sold in the USA. An attempt was made to insert a heater wire adapter to the heater wire socket of the inspiratory tube. Results: the heated breathing circuit contains a heater wire socket for connection to the humidifier. In this case, the heater wire adapter could not be inserted, as one of the heater wire pins was slightly bent. A lot check revealed no other complaints of this nature for this lot number. Conclusion: fisher & paykel healthcare implemented improvements to the production process in respect of in may 2007, with the aim of preventing bent pins from passing the production test. This is achieved through prior identification and rejection of damaged heater wire pins. This event occurred on a device after the production improvements. It is possible that a damaged pin, whilst passing the final electrical resistance production test, can be further damaged during set-up and connection of the equipment when used. Our monitoring and trending of events involving bent pins in adult breathing circuits has a rate of occurrence of 14 ppm worldwide in the last year to october 2008.